Manufacturer narrative:
The following investigation was provided to insulet by glooko, as background, users with an insulet omnipod 5 (op5) pump can have several physical devices registered in the glooko system. These can be a omnipod 5 controller (insulet provided device), a phone controller (via their mobile app) and a virtual device (op5 cloud connection). When insulet software sends information to glooko via a cloud connection, serial number information that corresponds to the user¿s insulet op5 device is also sent, and it is then displayed within the glooko system. In this scenario, the user would appear to have 2 or 3 op5 devices syncing at the exact same time which could cause confusion. The issue occurred because the glooko system updated the last sync time stamp of all the op5 devices, even though there was only one op5 device that sent data. Instead, the glooko system should only update the last sync timestamp of an insulet op5 device if new data is received from that device.

Event description:
An insulet omnipod 5 system user called glooko to complain of data discrepancies appearing on their glooko account. Glooko investigated the issue and determined that the user had multiple omnipod 5 controller devices (provided by insulet) syncing data to their glooko account at the same time. Glooko fixed the issue by updating the glooko software to filter for new data from controllers and only update that device data within the glooko system. No adverse events were reported.

Manufacturer narrative:
Customer reports that their hcp was unable to view data on glooko and the data is incorrectly reported within glooko. The user also reported experiencing high bg¿s while in automated mode. The log files were successfully downloaded for investigation. Analysis of the phb file found the system to operate as expected in response to egv trends sent by the cgm and the user's iob. No abnormalities were observed that would result in a failure to deliver insulin. An uncaught exception alarm was observed in the android log files on the july 28th with reference code 05-50029-09351-002. The alarm occurred while the controller was attempting to program and deliver a bolus and was caused by a failure to access information from the bolus records. The root cause of this failure could not be conclusively determined. It was observed in the audit and log files that a bolus was successfully delivered shortly after the alarm was cleared by the user indicating the alarm did not affect the system's ability to deliver insulin. Investigation of the returned log files found no issues with the controller's ability to record the user's settings and insulin delivery data correctly. No abnormalities were observed that would indicate an issue with accurately recording or uploading the controller's data. It could not be determined if the observed uncaught exception alarm contributed to the reported event.

Manufacturer narrative:
Correction to d2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(6). Lot number changed from unavailable to h000435 model no changed from pt-000408 to pt-000409. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768. Correction to h(4): device mfg date changed from unavailable to 4/26/2022.